Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 and customer alleged insulin pump was under delivering did not want to provide more details. Customer¿s blood glucose level was 30 mmol/l at the time of hospitalization. Customer¿s current blood glucose level was 8 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported also had a heart attack during her hospitalization. Customer was assisted with troubleshooting for high blood glucose level. The reservoir will not be returned for analysis.